Manufacturer narrative:
The drill attachment was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed corroded bearings and foreign debris contamination. The presence of corrosion and debris can lead to increased friction among rotating components, resulting in heat being generated.

Event description:
A service technician was testing the product during a routine maintenance visit. The technician found that the bearings of the device was corroded and the device was getting overheated.